Manufacturer narrative:
Date of event: exact date unknown, event occurred last couple months ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patients ipg position was changed which resulted in difficulty charging the ipg. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively and the explanted ipg was not returned as it was kept by the medical facility.